Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed the same day. According to the complainant, the physician "found a bleeding and decided to stop the bleeding with adrenalin injection and clips under the egd." Reportedly, the physician tried to place a resolution clip after the adrenalin injection. However, after several attempts, the nurse was unable to deploy the clip. The physician decided to remove the device and replace it with another resolution clip device; this clip was successfully deployed.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.